Manufacturer narrative:
The 510(k) # is k062195. On 11/03/2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have the incorrect battery installed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient stated she manages her diabetes with insulin (self adjuster). In response to the alleged meter issue, the patient indicated she continued with her usual dose of medication (10 units of lantus) and consumed food/drink. According to the csr's documentation, at an unspecified date/time after the alleged issue began, the patient reportedly felt drunk-like and lost consciousness. The patient indicated that on (B)(6) 2010 she was administered 10 units of lantus by a health care professional (hcp) in the emergency room (ER); however, it is unclear what type of medical intervention/treatment the patient received after the alleged issue began and the duration of the patient's symptoms is not unknown. The patient informed the csr that she obtained a blood glucose result of "880 mg/dl" with the ER/hospital meter; however, the patient does not recall the date/time when the test was performed. At the time of troubleshooting, the cca noted that the subject meter powered on when a test strip was inserted; however, did not power on manually. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.